Event description:
The electrode pads were attached to the pt. It analyzed and advised a shock. The shock button was pushed, but the device issued a "low battery" warning and powered down. The pt died.

Manufacturer narrative:
The download of the event indicated that the device had issued "press the shock button now" command twice but there is no record of the shock button being activated. During this time the device continued to analyze the pt and the event log indicated that the heart rhythm had changed to a non shockable rhythm. The charging of the device had depleted the battery to the point where the "low battery" warning was issued and the device subsequently powered down. The report from the user confirmed that the pt died later from a c1 spine fracture. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this is the first use of the device.